Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a ma on in error message and would not boot up. There was no patient injury or death reported.